Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a protaper file broke during use. The broken part could not be retrieved. The root canal treatment could not be continued. Tooth extraction is recommended but patient is not satisfied with recommendation. Further information requested.

Manufacturer narrative:
Summary: involved product that broke during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Provided batch number (#157689803) is not a maillefer standard batch and has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Additional information received: we received the following information: 1. After the patient was sealed off, there was no obvious discomfort and she went home for observation. The patient was advised to come for follow-up if they felt pain, but no follow-up examination has been conducted so far. The tooth was not extracted. 2. The packaging has been discarded and the batch number cannot be found. 3. Before the breaking, four canals(1 patient) were used. 4. The product has been discarded.